Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a damaged dovetail bracket and support bracket which resulted in damage to the power interface module (pim) board. The dovetail bracket, dovetail support bracket and the pim board were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 73-year-old female patient, the device displayed "internal comm failure -1472" and "internal comm failure -1474" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.